Event description:
It was reported that a drop in r-waves resulted in post-sensed t-wave oversensing and inappropriate shocks. A lead revision was performed, the atrial lead was capped and replaced and the ICD was explanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.